Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station on critical override and was not communicating. A field service engineer (fse) identified that the device and critical override were offline due to a network issue. The communication sled was fully operational, and the network jack and internet cable were confirmed to be functioning. Network and sharing checks revealed no packets being sent or received, and the device internet protocol (ip) address was found to be duplicated due to a static ip configuration. The customer was informed of the ip address conflict, and customer opened a ticket with local it. The issue was resolved by it, the station was restored online, and it resumed normal operation. Customer confirmed proper functionality and approved closure of the service appointment. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was on critical override and cot communicated the customer stated that there was a delay in patient care. Screen when black. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.